Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number of any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by email and phone. A completed questionnaire was received on 08/06/2014. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the iol rotated and arotation procedure was required. Additional information was requested.